Event description:
(B) (6) informed (B) (4) (resmed territory manager) that their customer told them that he first smelled smoke from his unit. And when he operated the unit, the unit caught fire.

Manufacturer narrative:
Shorting in the power supply module caused thermal damage with some evidence of external flame.